Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead position check feature was programmed off and it's performance has been stable. It was also reported that the left ventricular (lv) his bundle lead dislodged and is being addressed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a lead position check failure. The lead remains in use. No patient complications have been reported as a result of this event.